Manufacturer narrative:
Images provided by the customer were analyzed by mv's product safety physician. Multiple embolic coils were visualized. Some of the coils had a normal secondary shape and some of coils did not, which is consistent with the complaint that stated the azur pushable coils did not shape properly and the azur cx detachable coils did shape properly. It is possible that the azur pushable coils were not properly sized for the vessel (may have been over-sized) which kept the coils from maintaining or achieving its appropriate secondary shape. This may have led to the eventual inability of the treatment vessel to be occluded properly. Per the azur product sme and azur product ifus, the azur pushable coils and azur cx detachable coils have different sizing parameters.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause could not be determined.

Event description:
It was reported that treatment was performed for a gastroduodenal artery (gda) bleed. The azur pushable coil did not form in the gda. Two subsequent coils were successfully deployed in the treatment site without any issues. The pushable coil was unable to be removed or repositioned. The coils did not stop the bleeding. A laparotomy was then performed to treat the initial gda bleed.